Manufacturer narrative:
Date of event: the specific date of event was not provided. The study included patients who between august 2007 and december 2015. Other (code unspecified): device identifier was not provided. Based on information provided, it cannot be determined that the alleged infections resulting in amputation are related to v.a.c.® therapy. There have been several attempts made to gather additional clinical and device information, but there has been no response. The article noted under outcomes: "there was an equivalent risk of eschar formation, flap necrosis, fat necrosis, flap revision, flap dehiscence, and secondary amputation regardless of npwt or antibiotic bead utilization...there was no significant association between use of npwt and infection rate. Use of npwt was associated with a significantly increased rate of complications." Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. [Ref ID (B)(4)].

Event description:
On 10-dec-2019, the following information was received by kci after a review of journal article, the efficacy of negative pressure wound therapy and antibiotic beads in lower extremity salvage. Doi:10.1016/j.jss.2019.09.055. That noted the following under table 4: 'injury and surgical complications': 3 patients on npwt [negative-pressure wound therapy] developed infections with a subsequent amputation. The article noted under outcomes: "there was an equivalent risk of eschar formation, flap necrosis, fat necrosis, flap revision, flap dehiscence, and secondary amputation regardless of npwt or antibiotic bead utilization[?].there was no significant association between use of npwt and infection rate. Use of npwt was associated with a significantly increased rate of complications." It was also noted: "as this study was a retrospective review of patients with traumatic lower extremity open fractures who received npwt or antibiotic beads before soft tissue reconstruction, we cannot definitely determine causality in the relationship between antibiotic bead use and infection rate, npwt use and complication rate, or development of infection and delay in closure." The v.a.c.® therapy system type and device identifiers were not provided, therefore a device evaluation could not be performed.